Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed the ligature marks approx. 18 cm distal to the is-1 connector pin. In this region deformations of the outer conductor coil were found and the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in the insulation and deformations of the outer conductor coil were observed which most likely resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was implanted in the rv septum and the patient was experiencing phrenic nerve stimulation. The patient came in to have this lead repositioned. Because the lead was in a location that should not cause pns, the physician decided to replace the lead.